Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent.

Event description:
Report received from the USA stating that the device be evaluated with a motor that was overheating. It was reported that the device was used in surgery but without pt or user injury. It is unk if there was related delay or intervention. There was no additional info provided.